Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a04 captures the reportable event of band was damaged. Block h2 (additional information): block b5, and block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/postal code) have been updated based on the additional information received on january 24, 2025. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with just a single broken band, the ligator unit and the handle were not returned. No other problems with the device were noted. The reported event of bands falls off varix cannot be confirmed; however, the reported event of bands damaged can be confirmed. The damage on the band could have happened as a result of a variety of conditions during the setup or the use of the device. However, since the device was not returned and only one band broken band was returned, there is not enough information to determine how the band got damaged; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, after the third band was deployed, it was found that the band was detached after the ligation. It was found that the band was split. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 24, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a04 captures the reportable event of band was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, after the third band was deployed, it was found that the band was detached after the ligation. It was found that the band was split. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, after the third band was deployed, it was found that the band was detached after the ligation. It was found that the band was split. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 24, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf device code a04 captures the reportable event of band was damaged. Block h2 (additional information): block b5, and block e1 (initial reporter address 1, initial reporter city, and initial reporter zip/postal code) have been updated based on the additional information received on january 24, 2025.